Event description:
Bd bbl tsa w/ 5% sheep blood agar plates were found in lab testing to be inhibiting growth of gram negative pathogenic bacterial in culture. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018.